Event description:
A tear was found in the guide wire exit port when the catheter was taken out of the patient body. Friction at the guide wire exit port during treatment caused the guide wire to tear the catheter. Nothing seems detached or missing. No resistance was reported. The catheter was not used for the remainder of the procedure. A second revolution catheter was used in place of this catheter and functioned as intended completing the ivus procedure. No patient injury occurred.

Manufacturer narrative:
The device was returned to the manufacture and was investigated upon receipt. Visual inspection revealed, the catheter was received with a severe tear in the monorail section indicating the guide wire was able to tear through the monorail section up to the polyimide ring. The catheter is intact in that it remained in one piece; however, the polyimide ring was determined to be missing. The guide wire was not received with the complaint device. The distal tip of the catheter was reviewed and there were no observed process or workmanship defects found. The polyimide band of the catheter prevents tear out of the guide wire from the catheter by creating additional material strength. In this case, sufficient force was applied such that instead of the catheter tear stopping at the polyimide band, the force applied resulted in entire extraction of the polyimide band from the catheter. The polyimide band would likely be contained on the guide wire extraction. This is evidenced by the observation that the tear did not result in a complete tear out of the wire from the catheter. This indicates the polyimide ring was contained between the guide wire and the catheter. Due to the severe entanglement of the catheter and guidewire, it is suspected that the physician would not be able to retract or advance the catheter on the guide wire and likely would need to extract the entire system. The guide wire was not received for evaluation and further information was unavailable. No evidence was seen that would conclude the catheter was manufactured out of specification. In the past, a severely kinked guide wire was found to be attributed to a failure mode such as this. The guide wire was not received to confirm if the wire was severely kinked and/or the presence of the polyimide band could be determined. (B)(4).